Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent minimum fill notifications after filling the cartridge with 100 units of insulin. The customer stated that the message would not appear when more insulin was used. There was no reported impact to the customer's blood glucose level. Tandem technical support discussed the minimum fill notification with the contact. The contact acknowledged the information.